Manufacturer narrative:
Product complaint # (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3489759 and product code 810081. No additional information is available. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012 and the mesh was implanted. It was reported that the patient experienced painful intercourse, pain in the groin, urinary tract infections, and constipation.